Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), a pre-balloon aortic valvuloplasty (bav) was performed as standard practice. When the valve was partially deployed it had dislodged. The valve was recaptured and implanted on the second deployment. Following the implant of the valve, echocardiogram showed mild paravalvular leak (pvl). No treatment was reported for the pvl. Following the valve implant procedure, the first electrocardiogram (ECG) that was performed, showed sinus bradycardia, first degree atrio-ventricular block (avb) and left bundle branch block (lbbb). Subsequently, a permanent pacemaker was implanted four days later. No additional adverse patient effects were reported. Conflicting information was reported that the resheathing of the valve during the initial deployment was not due to a valve dislodgement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26us (B)(6); product type: 0195-heart valves; implant date (B)(6); explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.